Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer stated that she is having a repeated issues with no delivery alarms. The customer advised that she will call back to troubleshoot properly. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).